Event description:
The patient with case number (B)(4) has had an allergic reaction to the material of the splints supplied. We therefore request a credit note if possible or, alternatively, the provision of splints made from a different material. Please find enclosed the patient's medical certificate. Thank you very much for your assistance. Please do not hesitate to contact me if you have any questions.

Manufacturer narrative:
Clearcorrect findings: no details regarding the specific symptoms of the reported allergic reaction were provided at the time of submission. The customer care representative is currently working with the customer to obtain additional information. The complaint notes that a medical certificate was attached, which was provided in german and translated for the purposes of this investigation. Medical certificate (translated): dear sir or madam, (B)(6) reports experiencing significant oral side effects while using her mouth guard. An intolerance or allergy to one of the ingredients is considered likely.' Further updates to the investigation will be documented if additional information becomes available. Clinical evaluation: the complaint is of a potential allergic response to the oral appliance. The attached letter from dr. (B)(6) suggests an intolerance or allergy to a component of the appliance as a likely cause. Unfortunately, there is no other information, history, onset, resolution or photographs to provide essential supportive findings. As such no further insight is possible and the statement from dr. (B)(6) stands. Since a medical professional was sought, this is a reportable event.